Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change the prior evening, the user awoke with hyperglycemia over 400 mg/dl without visible issues at the cartridge or infusion site, and a guided supply change was performed with continued site appearing intact; the user administered a manual insulin injection and was instructed to remove the ilet for at least 1.5 hours, with glucose subsequently at 387 mg/dl. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no hospitalization, no professional medical intervention, and no additional assistance. Investigation included customer troubleshooting and education regarding infusion set and temporary ilet removal following a manual correction. Investigation of this case revealed cause unclear for hyperglycemia, with no device alarms reported and no confirmed infusion set or cartridge malfunction observed during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.